Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.

Event description:
The customer called for help with a contour meter. He alleged that he tested his blood glucose using 4 different meters and received readings of 357, 104, 106 and 117 mg/dl. It's not known which reading came from which meter or if all meters were contour meters. The difference between the 357 mg/dl reading and the 104/106117 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned.